Manufacturer narrative:
The lot number was provided for 3 out of 7 malfunctions, therefore, lot history reviews were performed. The devices were not returned to the manufacturer for evaluation; however medical records were provided and reviewed for all the seven malfunctions. For 5 of the 7 malfunctions, the investigation is confirmed for perforation. The remaining two malfunctions were identified for perforation based on medical record review. The definitive root cause is unknown based upon the available information. The devices are labeled for single use. (Corporate lot no: unknown).

Event description:
This report summarizes seven malfunctions. A review of the reported information indicated that model 2120f vena cava filter allegedly experienced perforation.t hese reports were received from various sources. All seven malfunctions were involved with no patient consequences. Of the seven reported malfunctions, three were female and one was male and all the seven patients ages ranging from 51 to 81 years old. Weight for all the seven patients are not provided.